Event description:
During a routine collimator exchange for detector 2, the arm continued to move down to the final position (approximately 1 inch from the floor). As the arm approached the final position, the lower arm moved laterally and the detector made contact with the floor. This lateral motion was caused by a break in the upper portion of the lower arm casting. The weight of the detector and the lower arm was supported by the lead screw mechanism as intended. This mechanism provides the support for the detector/arm during normal operation. No patients were involved during this incident and the system did not make any contact with the operator. There were no injuries reported.

Manufacturer narrative:
Adac is currently conducting an in-depth evaluation to determine the root cause of the failed casting and will take appropriate action where indicated. The failed component has been subjected to metallurgical evaluation by an independent test lab. All test results show that the failed component met the material specifications. Furthermore, the load test performed shows that it meets the design specifications, which comply with iec 60601-1, standard for medical electrical equipment, part 1: general requirements for safety. Presently, adac is conducting an extensive forensic evaluation by an independent expert.